Event description:
Item had noticeable debris and was taken out of the room before the patients were brought in. Emailed sales rep on [redacted date]. Manufacturer response for basin, (brand not provided) (per site reporter).